Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.